Event description:
It was reproted after an unknown procedure the trocar was returned to the rep with a note attached "this is defective". The rep observed the locking mechanism would not lock in place on the cannula housing. There were no add'l details. There was no consequence to the pt.